Event description:
Attempted lt ext iliac angioplasty but was unsuccessful due to balloon catheter break with fragment remaining in vessel. The catheter was sheared off at a densely calcified aortic bifurcation. Pt was taken to surgery for extraction of this foreign body and for iliofemoral bypass 3/14/96.